Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer stated the pump battery has depleted from 100% to 20% in one day. Reportedly, the pump battery has depleted fully and shut off. The customer's blood glucose (bg) level was impacted (250 mg/dl). Manual injections were administered to correct elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.